Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply, battery pack, and battery charger were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system made a popping noise during a case. Also, there was a defect in battery error. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.